Event description:
The customer reported that blue colored fluid leaked from the coulter ac*t diff analyzer and onto the counter while performing a startup cycle. The customer indicated that the volume of fluid leaked was approximately the size of the bottom of the instrument surface area. The customer was wearing gloves at the time of the event. No injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a disconnected wbc (white blood cell) bath drain tubing and proceeded to reattach the tubing to resolve the leak. Repair was verified per established procedures and no further issues were noted. Failure mode of the leak is attributed to a disconnected wbc bath drain tubing. Beckman coulter internal identifier for this report is (B)(4).